Event description:
It was reported while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no reported impact to patient/user. A user reported that the needle drips after the sit flush. Additionally, on (B)(6) 2021 the fse provided the following additional information: was the leak contained within the instrument? No, dripping from sit was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow, could be contaminated with sample what is the source of leak -- waste line or non-waste line? Sit, so could be treated as waste was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? Leakage could be contaminated with clinical (e.g. Blood) sample. Customer uses gloves during standard operation. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsverse 2l 6c system with acc kit, part #651154, serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24feb2020 to 24feb2021. Complaint trend: there are 11 complaints related a biohazard leakage from the sit not contained within the instrument. Date range from 24feb2020 to 24feb2021. Manufacturing device history record (DHR) review: DHR part # 651154 serial # (B)(6), file # 651154-651154-z6511540422-101144891-16, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard not contained within the instrument was due to a blocked v8 pinch valve. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely.¿blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The fse (field service engineer) brought onsite was able to identify the issue and preventatively replaced the v8 pinch valve tubing (pn 343664). They then rinsed the needle aspiration line, and recommended to the customer to run an additional rinse if they are working with high viscosity material. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was tested and confirmed to be working as intended with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 9 of the bd facsverse¿ clinical system instructions for use (#23-11463-00 rev. 1/vers. A). The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01812466, case # 01273442 install date: 17jul2017 defective part number: 343664 tubing silicone work order notes: o subject / reported: 651154 - bd facsverse 2l 6c system with acc kit - dripping needle o problem description: the user reported that the needle drips after the sit flush. O work performed: no user reported problem was observed during the service visit. Correct sit flush runs. Preventively, the tubing on the v8 valve (pn: 343664 tubing silicone) was replaced and the needle aspiration line was rinsed. In case of work with rich-cell material or high viscosity, additional rinsing is recommended (sit flush with the tube in place). Correct pqc result. The device is operational in accordance with the technical documentation. Recommended date of the next technical inspection: no. O cause: possible line blockage on valve v8. O solution: issue (reported by user): dripping from sit during sit flush (not observed by fse during service visit). Service: line in pinch valve v8 has been preventively replaced with pn:343664 tubing silicone. Result: sit flush ok, pqc passed. ¿ returned sample evaluation: a return sample was not requested because the part that was replaced is not returnable and was discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. O hazard ID: 2.1.8b¿ o hazard: exposure to biological sample.¿ o cause:¿backdrip¿from injection port.¿¿ o harmful effects: harm to operator. (Exposure¿to stained sample)¿ o risk controls: sit flush design to capture back drips. Lib-fld-292¿ lib-fld-312,¿ lib-fld-313, provide instruction and universal precautions.¿ o imp.¿verif.: sit back flow control protocol lsv-1008-dp, sample carryover: sv-1013-dp, slg: biological safety section¿ o eff.¿verif.: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr¿ o probability: 1¿ o severity:¿1¿ o risk index:¿1¿ o residual risk evaluation: a¿ o new hazards: none¿ ¿ o hazard ID: 3.1.62b o hazard: instrument temporarily inoperable. Source: sit fmea¿ o cause: sample line ID collapses preventing sample delivery. Tubing becomes worn/damaged during ¿stinger¿ operation. Low event rate. O harmful effects: 1.) Delay in diagnosis. 2.) Tubing must be replaced. 3.) Customer annoyance. O risk controls: increase in service loop of peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol.¿ o imp.¿verif.: reliability life testing completed via protocol. Testing showed that there is no significant wear to the peekskill tubing. Protocol name: liberty sit reliability test protocol. O eff.¿verif.:¿published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. O probability: 2 o severity:¿2 o risk index:¿4¿ o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results, the root cause of a biohazard leak not contained within the instrument was due to a worn pinch valve tubing. ¿ conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument was due to a worn pinch valve tubing. The fse confirmed the issue, replaced the v8 valve tubing, and rinsed the needle aspiration line. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is limited, s2, and there was no impact to the customer health or safety. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no reported impact to patient/user. A user reported that the needle drips after the sit flush. Additionally, on 2021-03-22 the fse provided the following additional information: was the leak contained within the instrument? No, dripping from sit. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow, could be contaminated with sample. What is the source of leak -- waste line or non-waste line? Sit, so could be treated as waste. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? Leakage could be contaminated with clinical (e.g. Blood) sample. Customer uses gloves during standard operation. Was there any physical harm to the customer as a result of the leak? No.